Event description:
Gehc received a report from the same user facility that three patients under went electrophysiology procedures (ep) in 2006 using an advantix lc/lp+ system. The patients subsequently returned to the facility approximately 6 weeks later, exhibiting skin burns on their backs.the two additional patient injuries reported as MDR# 9611343-2006-00020 and 9611343-2006-00021. Gehc is currently gathering information in order to determine the circumstances surrounding this accidental radiation occurrence and any causes.

Manufacturer narrative:
The root cause investigation is ongoing. At this time it is known: 1) subsequent to the three patient procedures, the system's frt tube (manufactured in 2001) was replaced in 2006, due to rotor noise. This tube is being returned to gehc for anaylysis; and 2) procedure parameters used for this patient included high fluoro and 102 minute duration. In the interim, gehc has recommended to the user that ep procedures be performed using a low fluoro setting and that gehc install dose meters that will allow the user facility to monitor the patient skin dose in real-time.